Event description:
In 2008, the lay-user/reporter contacted lifescan alleging that the pt was sent a one touch ultra kit containing a one touch basic meter. According to the reporter, the one touch ultra kit contained a penlet plus lancing device, dark green or turquoise lancets, light blue lancets, and a purple lancet. The kit reportedly did not contain a one touch ultra meter. The pt tests her blood glucose twice a day. She takes glyburide twice a day. The reporter indicated that the pt received the kit from a medical supply company around the first week of the previous month. As a result of the incorrect product received, the reporter claimed that the pt was unable to test her blood glucose because "nothing hooked up right." Due to alleged issue, the reporter mentioned that the pt skipped around 3-4 doses of the glyburide medication. On an unspecified date/time after the alleged issue began, the reporter claimed that the pt developed symptoms of tiredness, falling down, and slurring of words. The reporter alleged that the pt was hospitalized for 1 week due to the reported issue. He mentioned that the patient's blood glucose was "250 something" mg/dl when she arrived at the emergency room (ER). According to the reporter, the pt received IV glucose treatment during the hospitalization. The pt could not remember if the kit was sealed when she first received it. The reporter noted that the test strips that came with the kit expired on 5/2008. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the reporter claimed that the pt developed symptoms and was hospitalized for 1 week after the alleged issue occurred. According to the reporter, the pt also received IV glucose treatment during the hospitalization.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for eval, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.